Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The caregiver (cg) had cycled the power on the hc twice prior to calling the technical services. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and reviewed proper procedures with the cg. The tsr advised the cg to start over with new supplies or use manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.